Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's brother reported a fluid leak in association with the patient's pd treatment. There was an air detected in cassette warning which occurred during pause 1 of 1 of treatment. There were multiple air detected warnings. Patient canceled treatment and found fluid on the front of the cassette when it was removed from the cycler. There was also fluid that leaked from the drain bag. In a follow up, a nurse verified the fluid leak event and said the patient had no harm, intervention or adverse effects associated with the leak. The products have been thrown out and the patient is using the same cycler. The patient is continuing treatments with no further issues.

Event description:
A peritoneal dialysis (pd) patient's brother reported a fluid leak in association with the patient's pd treatment. There was an air detected in cassette warning which occurred during pause 1 of 1 of treatment. There were multiple air detected warnings. Patient canceled treatment and found fluid on the front of the cassette when it was removed from the cycler. There was also fluid that leaked from the drain bag. In a follow up, a nurse verified the fluid leak event and said the patient had no harm, intervention or adverse effects associated with the leak. The products have been thrown out and the patient is using the same cycler. The patient is continuing treatments with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.